Event description:
The patient reported that the cardiomems readings were interfering with their freestyle libre sensor. Clinic rn and patient have both compared finger stick measurements to fl readings and confirmed presence of discrepancy. The patient was implanted with the cmems sensor on (B)(6) 2023. The patient has reported freestyle libre errors on (B)(6) 2023. Patient is replacing fl sensors as directed. Patient continues to use the freestyle libre. Patient has not reported any additional concerns since initial complaint.

Manufacturer narrative:
The device is included in the 3004936110-01/24/23-002c emissions advisory notice issued by abbott on (B)(6) 2023. The reported event of cmems interfering with the patient's freestyle libre glucose monitor could not be confirmed. Based on information provided in the communication hub of the file, discrepancies between the finger stick results and the glucose monitor readings were noted both on days when the patient had and had not taken a cardiomems reading. Additionally, the glucose monitor was not returned for analysis. This and similar events continue to be monitored and trended via quality data review. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.